Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and mitral surgery for a triclip procedure. During the procedure, imaging was challenging. One triclip had single leaflet device attachment(slda) from anterior leaflet. Additionally 2 triclips were implanted to stabilize the slda clip. The tr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor image resolution. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported poor imaging is related to patient condition (prior mitral valve surgery), per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.